Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb had needle retraction failures. The following information was provided by the initial reporter: material no: 305270, batch no: 0293610. It was reported via email: customer received some retractable needles that are not retracting. Event description per email states: the syringes I purchased are defective. They don't retract properly. It's hard to show the issue through pictures/videos. But when you engage the retraction it doesn't properly retract all the way and I almost injured myself. I fully engaged the retraction and as I tried to take it out the needle was still engaged in the full position.

Manufacturer narrative:
H.6. Investigation: one photo received displaying the label information. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb had needle retraction failures. The following information was provided by the initial reporter: material no: 305270 batch no: 0293610. It was reported via email: customer received some retractable needles that are not retracting. Event description per email states: the syringes I purchased are defective. They don't retract properly. It's hard to show the issue through pictures/videos. But when you engage the retraction it doesn't properly retract all the way and I almost injured myself. I fully engaged the retraction and as I tried to take it out the needle was still engaged in the full position.